Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled bypass procedure. Prior to procedure the device was programmed to specific settings for surgery. It was discovered that the right ventricular lead was nonfunctional. The procedure was performed, and it was discovered that the right ventricular lead was found in the pericardium. The lead was cut and replaced. It was also noted that the patient has abandoned low-voltage leads on the left from a prior device, biv system is implanted on the right. The physician stated the patient should have the system extracted however, nothing has been scheduled. The device pacing and techy therapies remain off. The patient was in stable condition.